Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient with this pacemaker was seen in the clinic in (B)(6), he reported that he noticed a bruise over the area of the pacemaker. At the time, there was no sign of erosion or infection. During a subsequent visit, it was noted that the patient's right ventricular (rv) lead (competitor product) had eroded through the skin over the pacemaker, and the portion of the pacemaker where the rv lead is connected to the header was also exposed. The skin covering the remainder of the pacemaker was purplish and stretched. The patient was asymptomatic. The pacemaker was functioning properly. Lead measurements were within normal limits and were consistent with previous measurements. Multiple episodes of tachycardia were stored due to noise on the rv lead. The rv lead was programmed to unipolar for better sensing. The patient was 0% paced, and therefore the noise did not cause pacing inhibition. The patient was admitted to the hospital for a device and lead extraction. No additional adverse patient effects were reported.